Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va09lpm, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician; product ID 3093-28, lot# va09lpm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had tenderness at their implantable neurostimulator (ins) site and when they touched their ins site they experienced a shocking sensation through their entire body. It was noted the patient was also swelling up where the wires were, which occurred on and off. Reportedly, both symptoms began when the patient became pregnant about 6-7 months prior to report. It was stated the patient had a loss of therapeutic effect. It was noted the patient¿s symptoms had a sudden onset about 6-7 months prior to report when they became pregnant. It was reported the patient consulted with their healthcare provider and they had decided to leave the stimulation on during pregnancy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient thought their wire had moved. When the patient was implanted, the felt stimulation in the bladder, but at the time of the report they only felt stimulation in the right leg. In addition, the patient's original symptoms were back. This included voiding frequently, burning when they urinate, their bladder felt full, and cramps. The patient had their urine checked and they did not have a bladder infection. It was noted the patient had tried all the programs and they were only getting stimulation in their right leg. They would leave the setting for a few days, but it didn't help at all. The sensation changed right after the patient gave birth in (B)(6) 2014. The patient had been using stimulation during their pregnancy per direction given by their neurosurgeon. Stimulation was bothering the patient "a lot" and their wire was "bulging." It went away and came back the entire pregnancy. When the pain increased was when it started to bulge. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A second follow up report will be sent if additional information is received.